Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. A revision procedure was performed where this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead was retained by the hospital.